Event description:
The customer reported that the insulin pump alarmed button error. Troubleshooting was performed, and the customer was not able to clear the alarm. Advised customer to discontinue use of the insulin pump and revert to back up plan. During the call, the customer mentioned being in the hospital in a coma. The customer requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed button error as a result of a corroded keypad trace.